Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (route, dose, and frequency were not reported) for peritonitis. The patient¿s outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Follow up MDR needed to include updated event details regarding use error. Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis event. The breach in aseptic technique was further described as touch contamination and patient did not clean area before starting pd therapy. The patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Dianeal 2.5%, homechoice. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.